Event description:
Caller states the patient reportedly received results of 87 mg/dl and 90 mg/dl on the active system while a comparison lab returned as 190 mg/dl or 195 mg/dl all within 10 minutes. Later the patient tested 80 mg/dl on the active system while a lab comparisons returned as 208 mg/dl. The patient also tested 31 mg/dl on the active system while a lab comparisons returned as 97 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).